Event description:
It is reported that a customer was hospitalized for what the customer states was possible a insect bit on his eye. The customer's blood glucose was at 269 mg/dl. The customer stated that the hospitalization had nothing to do with any issues regarding their pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.